Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement. The manufacturer was notified that a percival pvs23 was implanted and explanted on the same day. The device was replaced with a percival pvs21.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Per follow-up on nov. 16, 2018 there is no further information available and the site was contacted 3 times for follow-up with no success. Because the device is not available for analysis and no further event information the root cause of the reported event cannot be established at this time and is deemed to be unknown. If further information is received in the future the case will be reassessed.